Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator has no flow output. The customer reported there was no patient involvement.

Manufacturer narrative:
During failure investigation on this power management board. The failure investigation engineer found u19 component internally shorted. This resulted in the no flow and spi bus failure.